Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring. The battery tube was found corroded. The pump was unable to perform all functional testing including the displacement, operating currents and verify battery out limit, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify off no power and low battery alarm due to blank display. The pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced high readings and off no power without battery indicator. The customer's blood glucose reading was 436 mg/dl. The customer treated with a syringe. The customer did not receive a low battery alert prior to the off no power alert. The customer stated that the battery cap is not loose, cracked or damaged. The customer stated that it was the second occurrence of off no power without a low battery warning. The insulin pump was returned for analysis.